Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular lead had increased impedance about two weeks after implant. The svc coil was programmed off and the lead is still in use. No patient complications were noted as a result of this event.